Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated rv (right ventricular) oversensing. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) on their device and right ventricular (rv) lead. The device and rv lead were reprogrammed from true bipolar sensing to integrated bipolar sensing and remain in use. No further patient complications have been reported as a result of this event.